Event description:
A surgeon reported that six days following implantation of an intraocular lens (iol) he noted foreign material on the iol. The pt's visual acuity (va) at that time was 20/70. The pt received topical corticosteroids and noted an improvement of va. The last reported va was 20/20 with correction. Only a few deposits were seen on the last exam.